Event description:
Healthcare professional reported left side "problems" with breast, rupture, "silicone in left axilla," "palpable lymph nodes," and "lymphoma." The device has been explanted, at which time, a "lymph node l axilla" was removed, there was infection and capsule was "full of pus." Patient experienced stress due to "potential diagnosis of the large cell lymphoma.¿ it was confirmed "no bia alcl" but histology was "positive for other pathogens." Additional lymph nodes that contained silicone "could not be excised."

Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable.

Event description:
Healthcare professional reported left side "problems" with breast, rupture, "silicone in left axilla," "palpable lymph nodes," and "? Lymphoma." The device has been explanted, at which time, a "lymph node l axilla" was removed, there was infection and capsule was "full of pus." Patient experienced stress due to "potential diagnosis of the large cell lymphoma.¿ it was confirmed "no bia alcl" but histology was "positive for other pathogens." Additional lymph nodes that contained silicone "could not be excised."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos: encapsulation, broken shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of infection (late onset) and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection (late onset), lymphadenopathy and silicone migration.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "problems" with breast and rupture. Due to worsening symptoms, patient is being tested for alcl. The device remains implanted.